Event description:
The patient reported that the alert feature on his device would not turn off. It was later reported by the patient's clinic that the patient's system was explanted due to pocket infection, believed to be unrelated to the system, and that the patient was hearing the lead integrity alert [lia] tone due to high impedance measurements of the right ventricular [rv] lead. It was noted that the high impedance measurements were caused by the lead having dislodged and moving into the superior vena cava; the rv lead dislodged because the patient has twiddler's syndrome. The system was not replaced at this time. No further patient complications have been reported as a result of this event.

Event description:
The patient reported that the alert feature on his device would not turn off. It was later reported by the patient's clinic that the patient's system was explanted due to pocket infection, believed to be unrelated to the system, and that the patient was hearing the lead integrity alert [lia] tone due to high impedance measurements of the right ventricular [rv] lead. It was noted that the high impedance measurements were caused by the lead having dislodged and moving into the superior vena cava; the rv lead dislodged because the patient has twiddler's syndrome. The system was not replaced at this time. No further patient complications have been reported as a result of this event. It was further reported that the patient experienced fever, pocket swelling, sweats, bruising, burning pain, ecchymosis, and that the pocket area was warm to the touch.

Manufacturer narrative:
It was also reported that there were short sensing intervals, no capture, no sensing, highly variable and low impedance, and that the device turned over in the pocket. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.